Event description:
It was reported that the patient was experiencing discomfort at the midline incision site. It was also noted that the patient had high impedances. The patient underwent a system explant procedure and the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn : m365sc43180, model: sc-4318, batch: (B)(4).